Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') in an adult female patient who had essure (ess205) (batch no. 620751, 621669) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included termination of pregnancy in december 2004, multigravida, parity 3, osteoarthritis, chickenpox, shoulder arthroscopy and knee arthroscopy. Concurrent conditions included vaginitis and vulvovaginitis. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain"), vaginal infection ("vaginitis"), urinary tract infection ("uti"), menstrual disorder ("abnormal menstruation"), urticaria ("hives") and dyspareunia ("pain during intercourse"). At the time of the report, the device dislocation, abdominal pain lower, vaginal infection, urinary tract infection, menstrual disorder, urticaria and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, device dislocation, dyspareunia, menstrual disorder, urinary tract infection, urticaria and vaginal infection to be related to essure (ess205). The reporter commented: per medical record: insertion details: both tubal ostia identified. The left tubal ostia were then cannulated with the essure device and the coils developed. Eight coils visible. No complications on that tube. One coil came out per vagina 2 weeks post procedure. Patient has one tube that is supposedly patent. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on 04-dec-2010: intrauterine device within the pelvis which has a somewhat atypical position as superiorly it was central where expected but inferiorly it curves to the left and may be out of position. There was a small physiologic volume of fluid within the cul-de-sac incidental noted.. Computerised tomogram pelvis - on 04-dec-2010: intrauterine device within the pelvis which has a somewhat atypical position as superiorly it was central where expected but inferiorly it curves to the left and may be out of position. There was a small physiologic volume of fluid within the cul-de-sac incidental noted.. Hysterosalpingogram - on 09-mar-2007: the osseous structures intact. Images through the pelvis demonstrate a single linear opacity associated with the uterus, which represents a contraceptive device. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: device dislocation, dyspareunia, urinary tract infection." Lot number: 620751 manufacture date: 2006-09 expiration date: 2008-08. Lot number: 621669 manufacture date: 2006-09 expiration date: 2008-08 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') in an adult female patient who had essure (ess205) (batch no. 620751, 621669) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included termination of pregnancy in (B)(6) 2004, multigravida, parity 3, osteoarthritis, chickenpox, shoulder arthroscopy and knee arthroscopy. Concurrent conditions included vaginitis and vulvovaginitis. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain"), vaginal infection ("vaginitis"), urinary tract infection ("uti"), menstrual disorder ("abnormal menstruation"), urticaria ("hives") and dyspareunia ("pain during intercourse"). At the time of the report, the device dislocation, abdominal pain lower, vaginal infection, urinary tract infection, menstrual disorder, urticaria and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, device dislocation, dyspareunia, menstrual disorder, urinary tract infection, urticaria and vaginal infection to be related to essure (ess205). The reporter commented: per medical record: insertion details: both tubal ostia identified. The left tubal ostia were then cannulated with the essure device and the coils developed. Eight coils visible. No complications on that tube. One coil came out per vagina 2 weeks post procedure. Patient has one tube that is supposedly patent. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2010: intrauterine device within the pelvis which has a somewhat atypical position as superiorly it was central where expected but inferiorly it curves to the left and may be out of position. There was a small physiologic volume of fluid within the cul-de-sac incidental noted.. Computerised tomogram pelvis - on (B)(6) 2010: intrauterine device within the pelvis which has a somewhat atypical position as superiorly it was central where expected but inferiorly it curves to the left and may be out of position. There was a small physiologic volume of fluid within the cul-de-sac incidental noted.. Hysterosalpingogram - on (B)(6) 2007: the osseous structures intact. Images through the pelvis demonstrate a single linear opacity associated with the uterus, which represents a contraceptive device. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: device dislocation, dyspareunia, urinary tract infection." Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 30-may-2019: this case is medically confirmed. Reporter information was added. This case concerns adult patient. Her demographic was added. Her historical and concurrent conditions were added. Lab data was added. Essure indication was added. Essure lot number was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device/expulsion of essure device,: uterus.') And bipolar disorder ('bipolar disorder') in a 31-year-old female patient who had essure (ess205) (batch no. 620751, 621669) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included termination of pregnancy in december 2004, multigravida, parity 3, osteoarthritis, chickenpox, shoulder arthroscopy and knee arthroscopy. Concurrent conditions included vaginitis and vulvovaginitis. Concomitant products included medroxyprogesterone acetate (depo provera) from november 2006 to february 2007 for birth control. On (B)(6) 2006, the patient had essure (ess205) inserted. In december 2006, the patient experienced bipolar disorder (seriousness criterion medically significant), urticaria ("hives"), anxiety ("mental anguish") and depression ("depression"). In april 2010, the patient experienced the first episode of vaginal infection ("vaginal infection"). On (B)(6) 2010, the patient experienced device expulsion (seriousness criterion medically significant), 4 years after insertion of essure (ess205). In december 2010, the patient experienced dyspareunia ("pain during intercourse"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), pelvic pain ("pain: pelvic area") and abdominal pain ("abdominal pain"). In november 2012, the patient experienced the second episode of vaginal infection ("vaginal infection"). In may 2016, the patient experienced the third episode of vaginal infection ("vaginitis/vaginal infection"). In december 2017, the patient experienced the fourth episode of vaginal infection ("vaginal infection"). On (B)(6) 2018, the patient experienced urinary tract infection ("uti"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain") and menstrual disorder ("abnormal menstruation"). The patient was treated with duloxetine hydrochloride (cymbalta), metronidazole (flagyl) and olanzapine (zyprexa). Essure (ess205) treatment was not changed. At the time of the report, the device expulsion, bipolar disorder, abdominal pain lower, urinary tract infection, menstrual disorder, urticaria, dyspareunia, anxiety, menorrhagia, vaginal haemorrhage, depression, pelvic pain, abdominal pain and the last episode of vaginal infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, bipolar disorder, depression, device expulsion, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, urticaria, vaginal haemorrhage, the first episode of vaginal infection, the second episode of vaginal infection, the third episode of vaginal infection and the fourth episode of vaginal infection to be related to essure (ess205). The reporter commented: per medical record: insertion details: both tubal ostia identified. The left tubal ostia were then cannulated with the essure device and the coils developed. Eight coils visible. No complications on that tube. One coil came out per vagina 2 weeks post procedure. Patient has one tube that is supposedly patent. She was planning to undergo essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2010: intrauterine device within the pelvis which has a somewhat atypical position as superiorly it was central where expected but inferiorly it curves to the left and may be out of position. There was a small physiologic volume of fluid within the cul-de-sac incidental noted.. Computerised tomogram pelvis - on (B)(6) 2010: intrauterine device within the pelvis which has a somewhat atypical position as superiorly it was central where expected but inferiorly it curves to the left and may be out of position. There was a small physiologic volume of fluid within the cul-de-sac incidental noted.. Hysterosalpingogram - on (B)(6) 2007: the osseous structures intact. Images through the pelvis demonstrate a single linear opacity associated with the uterus, which represents a contraceptive device. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: device expulsion, dyspareunia and urinary tract infection." Lot number: 620751 manufacture date: 2006-09 expiration date: 2008-08 . Lot number: 621669 manufacture date: 2006-09 expiration date: 2008-08. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-nov-2019: plaintiff fact sheet received. Events¿ mental anguish, abnormal bleeding (vaginal, menorrhagia); depression, bipolar disorder, pain: pelvic area, abdominal pain, three episode of vaginal infection were added. Reporter, demographic, essure indication (updated) were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain"), vaginal infection ("vaginitis"), urinary tract infection ("uti"), menstrual disorder ("abnormal menstruation"), urticaria ("hives") and dyspareunia ("pain during intercourse"). At the time of the report, the device dislocation, abdominal pain lower, vaginal infection, urinary tract infection, menstrual disorder, urticaria and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, device dislocation, dyspareunia, menstrual disorder, urinary tract infection, urticaria and vaginal infection to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-mar-2019: quality safety evaluation of ptc. Case category upgraded to incident. Essure model updated (205). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.